Event description:
It was reported that this right ventricular (rv) lead exhibited large amplitude noise with oversensing. There was also a noticeable dip in rv pace impedance after a recent device replacement. Insulation breach was suspected. Lead replacement options were discussed. This lead remains in service at this time. No adverse patient effects were reported. Additional information received indicated that this rv lead was explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).